Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the patient is not dependent on therapy. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the patient is not dependent on therapy. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.